Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their stimulation was turning off by itself. The patient stated that the issue had occurred twice in a week and that they thought the controller was turning stimulation off. It was noted that the patient recently had an x-ray and CT scan. The patient mentioned that they were pretty sure that they turned off stimulation for the CT scan, but they were told that they didn¿t really have to turn it off for the CT scan. The patient stated that the controller showed that stimulation was turned off at the time that they felt it turn off. The mentioned that they were going to try to take the battery out of the controller when they weren¿t using it to see if it was indeed causing their implantable neurostimulator (ins) to turn off. The patient stated that they thought the issue was related to the controller. It was also reported that the patient was having trouble with their ins covering their pain. The patient mentioned that they were trying to re-create one of the programs that covered their pain with no luck. The patient was redirected to the repair department but was only given phone support and no equipment was requested. It was further reported on 2020-jan-02 that the patient had their ins charged at 60% on (B)(6) 2020 when it turned off. The patient mentioned that they could not remember exactly what they were doing when stimulation would turn off. The patient stated that they would get pain and try to get a little relief but would then realize that the stimulation would be off. The patient thought that this occurred when they were switching groups but also mentioned that it could have been when they were trying to increase stimulation. It was suggested that the patient follow up with their healthcare provider (hcp) to get their ins checked. It was noted that the patient had an appointment with a manufacturer representative and their hcp in the following week to get a program added back in. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97745, serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient. It was reported that the cause of the stimulation turning off on its own following the x-ray was not determined. The hcp stated that the device was checked and was working fine. It was noted that the issue had been resolved. No further complications were reported or anticipated.